Manufacturer narrative:
The investigation has determined that higher than expected vitros lac results were obtained from two (2) lots of vitros performance verifiers on a vitros 5600 integrated systems using two (2) different lots of vitros chemistry products lac slides. The assignable cause was determined to be user error in changing the default configuration of the system. Adding user adjusted parameters to the configuration applies a mathematical adjustment to all results for the assay before they are reported. The vitros slides did not malfunction. A user adjustment is a post prediction adjustment of a vitros result so that it matches values from another equipment manufacture¿s assay. The post prediction user adjustment can be configured for any vitros assay processed on the vitros instrument, and is typically determined from a method comparison study. In this instance, the user did not know why the post prediction slope parameter for vitros lac was changed from a default value of 1 to 2.

Event description:
A customer obtained higher than expected vitros lac results when processing two levels of vitros performance verifiers using two different vitros lac slide lots on a vitros 5600 integrated system. Vitros lac slide lot 3530-0098-5203. Performance verifier I (lot w5903) vitros lac results 2.82, 2.80, 2.76 and 2.77 mmol/l versus an expected vitros lac result of 1.93 mmol/l. Performance verifier ii (lot p5115) vitros lac results 7.27, 7.35, 7.23 and 7.21 mmol/l versus an expected vitros lac result of 3.53 mmol/l. Vitros lac slide lot 3530-0100-7357. Performance verifier I (lot w5903) vitros lac results 2.73 and 2.73 mmol/l versus an expected vitros las result of 1.93 mmol/l. Performance verifier ii (lot p5115) vitros lac results 7.10 and 7.09 mmol/l versus an expected vitros lac result of 3.53 mmol/l. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected, vitros lac results were obtained when processing quality control fluids. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. Ortho was not made aware of any patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).